Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that a patient capillary sample measured 6.9 inr on the coaguchek xs system while a laboratory test (sample type not provided), performed within a few minutes, returned a value of 3.8 inr. No action based on the coaguchek xs system was reported. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.